Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.